Manufacturer narrative:
Concomitant medical products: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain and developed an infection at the ipg pocket site. It was also noted that the ipg was slightly visible through the incision site. The physician believed that the infection was not device or procedure related and the reason was unknown. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well post-operatively. No device malfunction was suspected.